Event description:
It was reported that the pump touch screen did not consistently register inputs correctly. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.